Event description:
A 2.0 mm smith & nephew drill bit broke off in the patient's left distal humerus while performing an orif (open reduction internal fixation) of the left elbow. Drill bit remains in place flush with bone surface.